Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), was showing full or near-full battery capacity when unexpectedly the red-light emitting diode (led), began flashing and the unit shut down. No patient complications were reported as a result of this event.